Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a closurefast catheter was used a procedure to treat a soft tissue lesion in the left mid great saphenous vein. Degree of tortuosity was minimal. At a follow-up ultrasound scan, a thrombus was identified in the mid-calf of the left leg along the treated vein, greater than 5 cm from the access site: symptoms onset days 2-14 after procedure. It was reported not to be in a deep vein and not extended from the saphenofemoral junction. The patient was later admitted to the hospital with a pulmonary embolism and was treated with the anticoagulant medication eliquis. The event was reported as resolved.